Event description:
It was reported that the keypad button presses did not activate desired pump functions. The audio and up arrow keypad buttons unresponsive when pressed. It was reported that all the other keypad buttons click and spring back normally when pressed and that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact, the up, contrast and bolus keypad buttons were unresponsive to user input and did not spring back when pressed, it was observed that the contrast and up keypad contacts were inverted, it was observed that the activator of the bolus keypad button was turned 90 degrees, and contamination was observed under the up, contrast and bolus key contacts.